Event description:
Customer reported that her areola's are red, nipples are cracked, and she has a yeast infection. Her doctor recommended using over the counter monistat.

Manufacturer narrative:
Customer was referred to lactation consultant to get fitted for breast shields. Customer service recommended 21 mm breast shields as the 24 mm breast shields were not fitting properly. In the follow up with the customer on (B)(6) 2013, her doctor prescribed fluconazole to treat her yeast infection and she was not fitted for breast shields. On (B)(6) 2013, clinical assessment states csr appropriately referred customer to seek medical attention and/or help from a lactation professional. Hearing nothing further, this issue is resolved by the info provided. Yeast infections results from ambient mold spores that are ever present naturally and not related to pump usage. They are treated with over-the-counter or prescription topical and oral preparations with usually good results. Proper choice of breast shields in appropriate size is important for comfortable fit and efficient pump usage. This issue with the doesn't fit breast shield 24 mm for the pump in style breast pump is currently being investigation under (B)(4).